Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported surgical intervention (major surgery) and hospitalization were a result of case specific circumstances as mitral valve replacement surgery was performed and the patient was hospitalized. The reported mitral regurgitation (mr) was a result of the reported slda. Additionally, mr is listed in the mitraclip g4 system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip devices referenced are filed under a separate medwatch report number.

Event description:
This is being filed to report the single leaflet device attachment (slda) requiring surgery. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 3-4. The first clip delivery system (cds) (cds0701-ntw, 00914u124) was advanced to the mitral valve and the clip was placed. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A second cds (cds0701-nt, 00928u213) was advanced, but it was noticed that the clip was too small for the mitral valve and was removed. There was no malfunction noted with the cds. A third cds (cds0701-xt, 00922u140) was advanced to the mitral valve and a good grasp was obtained. However, the clip opened when establishing final arm angle (efaa). Troubleshooting was performed but was unsuccessful. Therefore, the cds was removed. A fourth cds (cds0701-xt, 01103u140) was advanced, but one gripper did not come down. Troubleshooting was performed such as cycling the lock lever and re-closing the clip but was unsuccessful and the cds was removed. The last cds (cds0701-xtw, 01027u189) was advanced to the mitral valve and the clip was deployed successfully stabilizing the slda. Two clips implanted, reducing mr to 1. On (B)(6) 2021, echocardiography confirmed the last clip (cds0701-xtw, 01027u189) had detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr had increased to 4. On (B)(6) 2021, the patient had mitral valve replacement. No additional information was provided.